Event description:
It was reported that there was a forced authentication issue. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4) h6 medical device problem code - (B)(4) patient was unable to identify device issue therefore a more specific code could not be selected.